Event description:
A female patient underwent a cardiac catheterization procedure in (B) (6) 2008 via a 6 french procedural sheath placed in the right common femoral artery (cfa). At the end of the catheterization procedure, the trained operator prepped a mynx vascular closure device for use to achieve femoral artery hemostasis. The balloon was prepped per the instructions for use (IFU) and the mynx device was deployed. After following the steps in the IFU for proper deployment, and upon balloon deflation, the operator felt continued resistance against the arteriotomy and could not remove the device as a whole. The catheter was removed; however, the inflated balloon had become detached. Upon removal of the catheter, the patient was successfully converted to manual compression. Once hemostasis was achieved at the right cfa, the operator gained percutaneous access to the left common femoral artery in an attempt to visualize the location of the balloon. A round shape, thought to be the inflated balloon, was visualized at the proximal portion of the sfa. Bioptome forceps were used to successfully retrieve the object which, upon inspection, was confirmed to be the balloon. Manual compression was successful in achieving hemostasis as the left cfa. The patient recovered and was discharged per hospital standard of care without further incident.

Manufacturer narrative:
The device was returned for evaluation and the lot number was provided. Excessive force during deployment could have contributed to the incident; however, based on the provided information and the investigation performed, the probable cause of the reported incident could not be determined as the failure mode was not reproducible and a review of the lot history records did not exhibit any issue to suggest the device would have caused or contributed to the reported incident.